Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The uninterruptible power supply (ups) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The ups was returned to the manufacturer. Functional testing found that the component ups was malfunctioning. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial procedure. It was reported that during a case the system started beeping and behaving as though it was on battery power. The representative moved the system to another outlet and the system continued beeping until the batteries died. The representative rebooted the system and it was able to power on using the 2nd outlet. The representative checked all the connections to the uninterruptible power supply (ups) and noted that the power cable had recently be replaced. No other equipment in the room lost power. There was no patient impact and no reported delay to procedure